Event description:
This report summarizes <noe> 281 </noe> malfunction events in which the device had paint chips missing. 281 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 281 previously reported events are included in this follow-up record. Product return status 275 devices were received. 4 devices were evaluated in the field. 2 device investigation types have not yet been determined. Event confirmation status 277 reported events were confirmed. 2 reported events were not confirmed. Evaluation results 276 devices were found to be affected by missing paint chips. 3 devices had no problem found.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 281 previously reported events are included in this follow-up record. Product return status: 275 devices were received. 6 devices were evaluated in the field. Event confirmation status: 279 reported events were confirmed. 2 reported events were not confirmed. Evaluation results: 279 devices were found to be affected by missing paint chips. 2 devices had no problem found.

Event description:
This report summarizes 281 malfunction events in which the device had paint chips missing. 281 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 281 events were reported for this quarter. Product return status: 271 devices were received. 10 device investigation type has not yet been determined. Event confirmation status: 268 reported events were confirmed. 3 reported events were not confirmed. Evaluation results: 268 devices were found to be affected by missing paint chips. 3 devices had no problem found. 281 devices were not labeled for single-use. 281 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 281 </noe> malfunction events in which the device had paint chips missing. 281 events had no patient involvement; no patient impact.